Event description:
It was reported that patient presented to ER after receiving inappropriate therapies for svt. The device was reprogrammed. The patient's condition was good, but the physician hospitalized the patient for observation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.